Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event. The right ventricular (rv) lead exhibited high threshold, unstable threshold and intermittent loss of capture. The rv lead was capped and replaced. The implantable pulse generator (ipg) was initially reprogrammed, then replaced. No further patient complications have been reported as a result of this event.